Manufacturer narrative:
(B)(4). The number of uses of the device was not reported. This information has been requested from the customer. Customer reported the device is not available to return for investigation. The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges the "lma will not deflate". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the "lma will not deflate". Alleged issue reported as detected during use. It was reported there was no patient injury or consequence. Patient condition reported as "fine".